Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to fluid loss. A surgical intervention was performed, during which a hole was found in the connector between the balloon and the cuff and the pressure regulating balloon (prb) was found empty; therefore, the aus was removed and replaced. No further patient complications were reported.